Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. The blood glucose value was 400 mg/dl. Customer stated that the device was not working and their insulin pump had gone out completely its was only showing the line and the number. Customer reported loss of communication between pump and transmitter. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.